Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and device dislocation ('essure found in wrong position in fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, multigravida and parity 3. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("pain during sexual intercourse") and vaginal discharge ("vaginal discharge with odor"). In 2017, the patient experienced headache ("cephalea"), breast pain ("breast pain"), breast swelling ("breast swelling"), dizziness ("dizziness") and menorrhagia ("heavy and prolonged menstruation with clots"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), diarrhoea ("intermitent diarrhea"), dysmenorrhoea ("menstrual pain"), anxiety ("anxiety"), affect lability ("emotional lability") and mood altered ("humor alteration"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pelvic pain, dyspareunia, vaginal discharge, headache, breast pain, breast swelling, dizziness, menorrhagia, diarrhoea, dysmenorrhoea, anxiety, affect lability and mood altered had not resolved. The reporter considered affect lability, anxiety, breast pain, breast swelling, device breakage, device dislocation, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, headache, menorrhagia, mood altered, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: this case will be deleted from bayer pv database. Nullification reason: it was identified as duplicate of case (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented') and device dislocation ('essure found in wrong position in fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche, pregnancy and parity 3. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("pain during sexual intercourse") and vaginal discharge ("vaginal discharge with odor"). In 2017, the patient experienced headache ("cephalea"), breast pain ("breast pain"), breast swelling ("breast swelling"), dizziness ("dizziness") and menorrhagia ("heavy and prolonged menstruation with clots"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), diarrhoea ("intermitent diarrhea"), dysmenorrhoea ("menstrual pain"), anxiety ("anxiety"), affect lability ("emotional lability") and mood altered ("humor alteration"). The patient was treated with analgesics and antiinflammatory agents. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pelvic pain, dyspareunia, vaginal discharge, headache, breast pain, breast swelling, dizziness, menorrhagia, diarrhoea, dysmenorrhoea, anxiety, affect lability and mood altered had not resolved. The reporter considered affect lability, anxiety, breast pain, breast swelling, device breakage, device dislocation, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, headache, menorrhagia, mood altered, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure found in wrong position in fallopian tube and fragmented. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.